Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report # (B)(4) - event 1. As we received no sample, an examination was not possible. A review of the batch and manufacturing documentation could not be performed, as no batch number has been provided. The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
Event 1: as reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): clip detached. There is a series of complaints that the alligator clip comes off after epidural surgery. Three cases have been reported since may. No sample is available.